Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there were packaging lot numbers provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint, nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, the staples were falling out of the device. Unknown how the case was completed. There was no patient consequence reported. Device was discarded. At follow up of the patient, when the bandage was removed, the staples were out of the incision, not formed properly. Additional information was requested but to date, no more information has been received. Should additional information be obtained, a supplemental medwatch will be sent.